Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
The patient reported that the device lasted under three years and wanted to "know what went wrong with the device." Follow up information was received that indicated that the device was at elective replacement indicator. The device was removed and replaced. No patient complications have been reported as a result of this event.